Manufacturer narrative:
(B)(4). Physio-control replaced the programmed system controller pcb and user interface pcb assemblies to observe proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device illuminated the service indication and logged event codes in the memory. Physio-control evaluated the device and observed that it would lock up and reset itself continuously. There was no pt use associated with the event.